Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2017. No additional event or patient information is available. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and an adverse event. The sensor was inserted into the upper buttocks on 10/08/2017. The patient¿s mother stated that the patient was not feeling well and checked the patient¿s finger stick reading that was 22 mg/dl. The patient¿s mother treated the patient with sugar and the patient recovered. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data.